Event description:
It was reported that within two weeks of device implant the sensing integrity counter (sic) began to accrue. The patient was seen at the clinic and the source could not be found but a connection issue is suspected. The patient will continue to be monitored, and the device and lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.